Event description:
Lasik surgery. By (B)(6). Saw him 10 minutes before procedure. Initial exams performed by another ophthalmologist. The surgeon stated I may get halos with my enlarged pupils. I was not warned of common side effects but about major complications only. I now experience poor night vision, contrast difficulty, halos and starbursts mainly at night and especially while driving. I actually asked my wife to drive sometimes since depending on the location I'm driving at... Can be very dangerous for me to drive since I cannot trust my eyesight. The halos, starbursts are dynamic that I am aware of my pupils contracting and widening depending on the incoming light - from cars, streetlights, traffic lights. The aberrations become bad to severe depending on how much light hits my pupils. I used to work as a paramedic, driving myself through traffic in bad/good weather, in city and rural regions with little light. Now I am not able to do this since a life might depend on me being able to get to an address quick enough. Since I cannot trust my eyesight on how it reacts to incoming light. I am no longer able to drive an emergency vehicle.